Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. The wearable questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue are patient contraindicating conditions and incorrectly sized wearable. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported blisters under the antenna and battery. The patient is making sure the battery is inside the wearable instead of clipped on.